Manufacturer narrative:
(B)(6).

Event description:
It was reported that coil migrated outside of the renal artery and was removed with a gripper. A 14mmx30cm interlock coil was selected for use in a renal aneurysm. During procedure, the coil released halfway and slipped out of the renegade stc 18 microcatheter into the patient's renal artery. When confirming the coil position during angiography, it was found that the coil was outside the patient's renal aneurysm. The microcatheter was withdrawn, the 6f non bsc sheath was replaced, and the coil was completely removed from the patient's body using a gripper. The procedure was completed with additional coils. No further patient complications were reported and patient was stable post procedure.

Event description:
It was reported that coil migrated outside of the renal artery and was removed with a gripper. A 14mmx30cm interlock coil was selected for use in a renal aneurysm. During procedure, the coil released halfway and slipped out of the renegade stc 18 microcatheter into the patient's renal artery. When confirming the coil position during angiography, it was found that the coil was outside the patient's renal aneurysm. The microcatheter was withdrawn, the 6f non bsc sheath was replaced, and the coil was completely removed from the patient's body using a gripper. The procedure was completed with additional coils. No further patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Only the coil main was returned for this complaint. The coil was returned kinked and it has dried blood. No more damages were found in the returned device. The zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the main coil revealed the components were within specifications.